Manufacturer narrative:
Based upon the inquiry info received and the visual and functional results, it was concluded that the lower shroud had become damaged and would not feed or form the clips properly. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported during an unknown procedure the er320 misfired. Another instrument was opened to complete the case. There was no consequence to the pt.